Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.  No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17. Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Checking your blood glucose.   Chapter 4 / page 43.  Warning:  "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels.  Living with diabetes.   Chapter 11 / page 116.  Warning:  keep an emergency kit with you at all times to quickly respond to any diabetes emergency.  Prepare an emergency kit to keep with you at all time. The kit should include:  several new, sealed pods.  Extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries).  A vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system).  Syringes or pens for injecting insulin.  Blood glucose test strips.  Additional blood glucose meter.  Ketone test strips.  Lancing device and lancets.  Glucose tablets or another fast-acting source of carbohydrate.  Alcohol prep swabs.  Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted.  A signed letter from your healthcare provider explaining you need to carry insulin. Supplies and omnipod® system equipment.  Phone numbers for your healthcare provider and/or physician in case of an emergency.  Glucagon kit and written instructions for giving an injection if you are unconscious. (See "avoid lows, highs, and dka" on page 119). Living with diabetes.   Chapter 11 / page 119.  Avoid lows, highs, and dka.  You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels while wearing a pod. It was reported that the patients personal diabetes manager had batteries that were not holding a charge long enough, in addition when the batteries are being replaced the patient reports they are unable to use the personal diabetes manager for a few hours. The patient experienced of high blood glucose levels, vomiting and abdominal pain. Once at the hospital the patient had both blood work and urine work performed. The patient also had x-rays and an ultrasound completed. The patient was discharged from the hospital after 3 hours and was prescribed tylenol (160 mg x 4 hours) and zofran (4 mg x 6 hours) for 6 days.